Event description:
It was reported that during the procedure in the left anterior descending artery, the 3.0 x 18 mm xience v stent delivery system (sds) was prepped for use. The device was advanced into the patient anatomy to the target site and an attempt was made to deploy the stent; however, it was noted that the stent was not on the delivery system. Staff then looked for the stent and found the stent in the protective sheath. It was not noted during prep or prior to insertion into the patient anatomy that the stent had been removed with the sheath. The stenting procedure was completed with a new 3.0 x 18 mm xience v stent. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted the instructions for use (IFU) states: prior to using the xience v everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.